Event description:
Revision hip. Constrained liner disengaged. Mdm was used as a replacement.

Event description:
Revision hip. Constrained liner disengaged. Mdm was used as a replacement.

Manufacturer narrative:
An event regarding dissociation of insert from the shell involving a trident constrained insert was reported. The event was not confirmed. Device evaluation and results: not performed as no items were returned. A review of medical records was not performed because the records were not provided. Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. There was one other event for the lot referenced; the event did not indicate any specific failure mode therefore no lot commonality was identified for dissociation of the liner from the shell. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.